Event description:
The event involved a 44 cm (17") pur ext set w/clave® spike, 0.2 m filter and bcv mll where the customer reported that they noticed particles after preparation. Also, with the study medications that they already prepare for a longer time. The medication involved was incmga00012 500 mg/20 ml à 500mg verdunnen in 100ml nacl 0.9%. After the preparation, particles were visible in the IV bag. The customer is not sure which of their devices can be the cause of these particles, but they are assuming that it could be silicone oil. It was detected prior to patient use. There was no serious injury, no blood loss, no unprotected chemo exposure, no adverse operator consequences no med/surg intervention required. There was no patient involved but there was a delay in critical therapy.

Manufacturer narrative:
The device is not available for evaluation, however, a lot of history review should be conducted.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot was reviewed and no nonconformities were found that would have led to the reported complaint.